Manufacturer narrative:
The analyzer's serial number was (B)(6). The calibration was acceptable. The samples were requested for an investigation; however, the samples are no longer available to be tested. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys toxo igm results for 2 patients on a cobas e 801 analytical unit. Patient 1: the initial elecsys toxo igm result was 1.22 coi (reactive). The repeated result was 1.20 coi (reactive). It was reported that the sample was tested using another method (unknown) and the result was non-reactive. No additional information regarding the non-reactive result was provided. Patient 2: the date this sample was tested was not provided. The initial elecsys toxo igm result was reactive. A numerical value was not provided. It was reported that the sample was tested using another method (unknown) and the result was non-reactive. No additional information regarding the non-reactive result was provided. An interference between toxo igm and pregnancy was suspected.

Manufacturer narrative:
Due to the sample not being available for investigation, further investigation could not be performed. The investigation did not identify a product problem.